Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before 9/23/2014.

Event description:
It was reported that during device interrogation in clinic, the right atrial lead exhibited high lead impedance due to lead fracture. The ra lead was capped and replaced on (B)(6) 2018. Patient was stable throughout the event.